Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient who was receiving bupivacaine (2.2 mg/ml at 1.249 mg/day) and hydromorphone (20 mg/ml at 11.354 mg/day) via an implantable pump for non-malignant pain. On (B)(6) 2021, the patient reported that his ptm (personal therapy manager) quit working. He stated that he put in new batteries but was getting a weird screen the he had never seen before. The patient disconnected from the call before any more information could be obtained. Additional information was received on 18-feb-2021 from the patient who reported that at the time of the last call he thought there was a ptm malfunction because there was a code on the ptm, but the home health nurse determined that the code indicated a motor stall. The nurse attempted to restart the pump twice unsuccessfully, so now he was scheduled for a pump replacement tomorrow (B)(6) 2021. Additional information was received on 19-feb-2021 from a healthcare provider (hcp) via a company representative who reported that the managing office had seen the patient and read the logs which showed ¿critical alarm ¿ pump motor stall occurred¿ on (B)(6) 2021 at 2:09 pm and ¿pump motor stall recovery¿ on (B)(6) 2021 at 2:22 am. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, it was noted ¿unable to determine at this time¿. The pump alarm was silenced, the pump dose was reduced to minimum rate, and the pump was replaced. The issue was noted to be resolved,and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed residue in the motor gear train and identified wearing on the lower shaft of gear number two. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.